Event description:
The service technician upon receipt of an olympus loaner device reported to olympus that the evis eus ultrasound bronchofibervideoscope had no image and air/water leakage from the channel. The issue was observed during receipt inspection of a loaner device by an olympus service technician. No procedure or patient harm was associated with this event.

Manufacturer narrative:
The device was returned and evaluated by olympus. The device evaluation found the following: due to damage on charged coupled device unit, the image was not displayed, due to a pinhole on channel tube, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, the adhesive on bending section cover rubber was cracked and detached, the control unit had corrosion due to water leakage, and the scope connector had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported no image issue was likely the result of observed damage to the charged-coupled device (ccd). The root cause of the ccd damage could not be determined. Olympus will continue to monitor field performance for this device.